Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the 4-0 vicryl code nw2304 used on? What was the condition of the tissue (healthy, weak, diseased)? How was the suture placed (interrupted or continuous)? Were any cultures performed on the tissue? What were the results of the cultures? What was the date of the second procedure? What is the surgeon opinion of causative factors for infection after 2 months? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an orchidopexy procedure on an unknown date and suture was used. The patient experienced serious surgical site infections, especially delayed presentation after two to three months. The patient underwent a second procedure for wound exploration and debridement. Additional information has been requested.

Manufacturer narrative:
Additional information: complaint sample was not returned for evaluation. Retain samples were retrieved for analysis. The condition under which the test was performed was found to meet the aseptic requirements of classified area. All the product samples were found to meet the specification. This review indicates that there was no quality concerns associated with the manufacturing process & sterilization process and the device is not likely related to the event.